Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, dissection.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for left common iliac aneurysm. On an unknown date in (B)(6) 2023, postoperative contrast-enhanced computed tomography confirmed an entry of dissection on the proximal side of the main trunk. Type b dissection was also confirmed in the thoracic region. On (B)(6)2023, the patient underwent reintervention. An aortic extender endoprosthesis was placed to cover the entry on the proximal side of the main trunk. Coiling was performed in the false lumen. Non-gore devices (petticoat / relaypro) were placed over the thoracic and abdominal regions. The patient tolerated the procedure. Reportedly, the dissection in the thoracic region could not be determined whether it was a pre-existing dissection or a dissection that occurred during the evar on (B)(6). It was reported that the pre-operative data did not show a clear image of dissection, but the data seemed to show a dissection before the initial procedure.

Manufacturer narrative:
Code c21-a review of the manufacturing records is still pending. Code b20-the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.